Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 500 mg/dl. The patient was transferred to then intensive care unit (ICU). For treatment, the patient was given insulin and magnesium. The patient was discharged after 1 day. The pod was worn between 4 and 24 hours on the leg.

Manufacturer narrative:
A tear was observed along the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin.